Manufacturer narrative:
(B)(4). Date sent: 11/30/2020. Additional information was requested, and the following was received: what were the indications for surgery? Cancer. What surgical procedure was performed? Lap / robotic ultra low anterior resection with loop illeostomy. Did the patient receive any preoperative chemotherapy or radiation? Pre-op chemo/radiation (minimal). Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Dr. (B)(6). Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Can't recall. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use / firing? No. What confirmation was received that the device completed the firing sequence? Audible feedback and green checkmark visible at end of firing. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full 360 revolutions as evidenced by the product specialist. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Can't recall. Were the donuts inspected? If so, please describe. Yes donuts were inspected and surgeon was happy with them. Were there any issues noted with staple formation? If so, please describe the shape and location. None identified. Was a leak test performed? If so, what type and what was the result? No was the staple line visualized endoscopically during the initial surgical procedure? No how was the leak identified? Clinically post discharge upon return to hospital 6 weeks post op. What was observed at the site of the leak upon reoperation? How was the leak addressed? Percutaneous drain.

Manufacturer narrative:
(B)(4); only event year known: 2020. Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused, or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported, surgeon used a powered echelon circular on the patient on (B)(6) 2020, is still in hospital, and has developed a late anastomotic leak.